Event description:
Pt had fused fine after implantation. Surgeon indicated that the staple was sitting proud and decided to remove it.

Manufacturer narrative:
Staple not returned to be evaluated. A retrospective review of all reverto complaints was conducted to ensure accuracy of the MDR decision.